Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination was returned and examination of the returned part determined that returned provisional exhibits signs of repeated use and has fractured medial side. DHR was reviewed and no discrepancies were found. The provisional top components and standard bottom components have been modified to prevent fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500 a will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional is fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.